Event description:
It was reported that a patient presented in clinic for a f/u, upon interrogation an error message displayed informing the user the diagnostics could not be viewed. The data was saved to the hard drive. After saving, the diagnostics had been cleared. The device remained implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.